Event description:
The customer reported that while using hcv test kit, a sample that reported as positive on other test, reported a negative result on the hcv test kit. No death or serious injury was associated with this incident.